Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had dislodged. The lead was repositioned; however, high capture threshold and high impedance measurements were noted on the lead. During an attempt to remove the lead, the lead's helix could not be retracted. The lead was abandoned in body and a new lead was implanted. The patient was stable throughout the procedure.